Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient¿s cgm displayed high and 396 mg/dl; however, her bg was 291 mg/dl. There was no documentation of symptoms. The patient was evaluated in the emergency department, treated with IV fluids for dehydration, and released the following morning. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review of the complaint record, the device performed as intended and effectively notified the patient about the occurred hyperglycemia. Although the patient required medical intervention, the cgm was reading high when the patient was having symptoms of hyperglycemia and the bg reading was actually in hyperglycemia. It was determined that the patient allegation does not meet the criteria of a reportable event.